Manufacturer narrative:
The customer called and spoke with a philips representative. The customer requested just a replacement internal paddle set with no engineer evaluation.

Event description:
It was reported to philips that the device's plate connection ring is broken. There was no patient involvement.